Event description:
It was reported that customer experienced frequent and recurring occlusion alarms over the past year, sometimes multiple times per day, which led to very high blood glucose readings that displayed as ¿high,¿ specific values not provided. Customer used correction injections by pen or syringe to address high blood glucose values. Occlusions were addressed with a cartridge change and the customer continued to use the pump for insulin therapy.